Event description:
The customer received an evening blood glucose reading of 306mg/dl on the contour next link. His pump dispensed a bolus of insulin accordingly. In the middle of the night he had hypoglycemic symptoms. He retested and his blood glucose was 36mg/dl. He ate something and felt better. Later in the morning, he ran another blood test on the contour next link and the reading was 306mg/dl. He retested on two other meters and the readings were 107 and 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to him.

Manufacturer narrative:
The tests strips were returned and evaluated. One strip read 142mg/dl high out of spec using control, and an average of 188mg/dl high out of spec using blood. Retention reagent gave satisfactory performance.